Event description:
Customer reported the vaporizer's interlock system was not operating. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. It was determined that the plunger mechanism was not installed within the t bushing, thus allowing two vaporizers to be turned on simultaneously. The assembly procedures were reviewed and found to be adequate. This is considered an isolated occurrence. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 vaporizer operation and maintenance manual.